Event description:
The lay user/patient contacted lifescan in 2005 and alleged that her fasttake meter was reading inaccurately erratic. The patient reported blood glucose results of 440 mg/dl, 190 mg/dl, and 120 mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient had also reported that the meter was dropped. At the time of troubleshooting, it was verified that the meter was set in right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The patient was walked through two consecutive control solution tests and the results fell outside the specified range. This complaint is reported because the precision test was outside the specifications and the control solution test failed twice outside the range. The patient did not receive any medical attention. A replacement one touch ultra meter, control solution, and test strips were sent to the lay user/patient.